Event description:
It was reported that the physician referred the patient due to the low battery. The battery was noted to be at a near end-of-service condition.

Event description:
It was reported that the device was discarded by the explant facility.

Event description:
It was reported by a patient¿s caregiver that the vns battery needs to be replaced. It was stated that a physician in their area interrogated the device and said that the battery was completely dead. The patient was reported to be having more seizures than ever before. An estimate of battery life calculation based upon the manufacturer¿s in-house programming history provided the battery was not expected to be depleted. Generator replacement surgery occurred on (B)(6) 2016. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.